Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation the monitor displayed service code 105 (pulse test relay stuck), service code 204 (belt/monitor unusable), and had an abnormal shutdown in the flags. The cause for the abnormal shutdown and service code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca due to high voltage travelled to low voltage circuitry. The service code 204 was isolated to a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor reset.